Manufacturer narrative:
Corrected data: (h3)(d10) the pusher, introducer, and dispenser hoop were returned for analysis. The implant was found in the microcatheter. The implant was stretched and separated from the pusher. The implant separated due to retraction forces that exceeded the strength of the monofilament. The microcatheter contained multiple kinks. Investigation found the introducer to be in good condition and without damage. The pusher was found to have minor offsetting on the body coil approx. 10" from the heater coil. The heater coil was found to burned, indicating attempted detachment. Contamination was additionally noted on the gold connector, creating intermittent contact with the v-grip. The reported complaint is confirmed. The physical evaluation of the returned coil system found the implant to be stretched, separated from the pusher, and returned stuck in the microcatheter. Based on the condition of the implant, the investigation determined that it had stretched and separated from the pusher due to it becoming stuck in a damaged microcatheter and then experiencing retraction forces that exceeded the strength of the coil winding and monofilament.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned for analysis. The root cause is unknown. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during an embolization of an ica supraclinoid ruptured aneurysm, resistance was encountered when advancing an embolization coil in the microcatheter. The coil was unable to advance, and it was removed from the patient. During inspection of the device, it was observed that the implant coil had detached inside of the microcatheter. There was no reported intervention or patient injury.